Event description:
It was reported that far r wave oversensing resulting in inappropriate automatic mode switch was noted on the pacemaker. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not provided.